Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the lower case was broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed, the ring and one bail were missing, the battery drawer was broken, the keyboard was scratched, and the display was out of electrical specification with missing pixels. (B)(4).

Event description:
It was reported there was no output from the device for any test during preventive maintenance. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis confirmed that the out-of-specification output was caused by a cracked circuit trace.